Event description:
A report was received that the patient was experiencing full body cramps which were concentrated between her jaw and stomach. The physician felt that her symptoms were device related. The physician explanted the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.